Event description:
It was reported that a malfunction occurred on a pump, and the caller did not experience any notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guided them through the process of resetting the pump. The malfunction code did not recur after resetting, and the customer was instructed to continue using the pump. They were advised to call back if any malfunction code appears again.